Event description:
This ra lead was implanted on (B)(6) 1994 and remains implanted. It was reported to technical services on 7/30/12 that this lead is bad. They can get noise on the ra lead with isometrics. This lead is on the accufix recall. The patient is doing just fine. They are working with dr. (B)(6) at (B)(6) and the patient will be sent to dr. (B)(6) at (B)(6) for further evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).